Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, when they severed the lung blood vessels, the reload could not be fired, and it still could not be fired after being used again with a new handle. A new reload was replaced to complete the case. There was no patient injury.